Manufacturer narrative:
Patient information not available. Lot # and expiration date not applicable. Implant and explant date not applicable, not an implant. The complaint was investigated for a temperature error with the z6ms transducer. The transducer was returned, and investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since (B)(6) 2017. The transducer returned from the customer site was manufactured prior to the corrective action. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning for a planned cardiac transesophageal echocardiography (tee) procedure, the transducer prompted a usacquisitionhw_31 error. The patient was not in the procedure room when the error appeared. The user rebooted the ultrasound system to restore functionality and replaced the transducer. The planned tee was performed and completed successfully. There was no patient adverse event reported. No additional information was provided.